Manufacturer narrative:
Batch review performed on 24 february 2020: lot 1901562: 143 items manufactured and released on 22-may-2019. Expiration date: 2024-05-07. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any similar event reported.

Event description:
About 2 weeks after primary surgery the surgeon revised the patient knee for a suspected infection. The surgeon observed that the patient had excessive drainage of the incision area. During the surgery it was observed that the femur was fractured. The surgeon cabled the fracture, the infection is finally not confirmed.